Manufacturer narrative:
The original report summarized 3 malfunctions. However, it was later determined that 1 malfunction was a different type, which is now captured in MFR report # 0001831750-2020-00193. Additionally, new information was received regarding one of the reported malfunctions to indicate a serious injury occurred. This has now been reported via MFR report # 0001831750-2020-00310.

Event description:
This report summarizes 1 malfunction events, where it was reported the head section wouldn't hold weight. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Two devices were evaluated in the field and the issue was confirmed; one device had a bent component and the other device had a dirty component. The devices were repaired and returned. One device was not made available for testing by the customer; no cause was established. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the head section wouldn't hold weight. There was one event with patient involvement; however, no adverse consequence or clinically significant delay in treatment were reported.